Manufacturer narrative:
Date of event unknown, awareness date used. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that we have noticed ¿white stains¿ in our 50-ml bd plastipak syringes. We have not used for dispensing. Lot: 2508074.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three photos and one physical sample were provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of barrel. A device history review was performed for lot 2508074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. This issue can occur due to a lack of compaction during the molding process, causing the material not spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues were found elated to this event. Six retained samples were used for additional evaluation. All product was inspected and no bubbles or other defects were found. Although no direct manufacturing issue was identified, it was confirmed that the bubble originated during the molding process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints associated with this device and reported condition will continue to be monitored by the quality team for any indications of emerging trends.

Event description:
No additional information.